Manufacturer narrative:
The hillrom technician found the front casters brakes needed to be replaced. Per the hillrom service manual, the totalcare® bariatric bed and totalcare® bariatric plus therapy system require an effective maintenance program. We recommend that you perform semi-annual preventive maintenance (pm). Pm will minimize downtime due to excessive wear. Inspect the casters for proper mounting, excessive wear, or tread damage. Replace as needed. Verify proper operation of the brake system. Adjust as necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the front casters brakes to resolve the reported event. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the front casters brakes are not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).